Event description:
Additional information has been requested to obtain additional information, get exact product code with no response to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The materials manager and the surgeons could not remember if the device was an ees or covidien device as this surgeon uses both devices. Surgeon confirmed that they tried to fire the device without a reload present. The surgeon asked for a reload to reload the device and there was not a reload present in the device at the time of this firing.

Manufacturer narrative:
(B)(4). The reps from both ees and covidien recently conducted additional in servicing for all or staff at this hospital to prevent a reoccurrence.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.